Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the device was running in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through inspection, the service technician noted that the trigger could be depressed while the in safe mode. Upon disassembly, locking cam frozen, and e-box failures were identified.